Event description:
It was reported that the lift column on the 9800 system will not go down. The lift goes up ok but going down has seen intermittent problems. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.